Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had a loss of therapeutic benefit, first noticed a slight return of symptoms, and had back pain starting 2 weeks ago. The patient didn't feel stimulation and therapy was on. The patient went through a security device and stimulation was on. The only fall the patient had was prior to implant. The patient started a new job 2 weeks ago and was on their feet for long periods of time. This week the patient noticed a more frequent return of symptoms. The patient increased 1 click and felt stimulation in the correct area. After a few minutes, the patient experienced stomach cramps, so they decreased it down 1 click and it was back to the initial setting. The patient changed programs and did not feel stimulation in the correct area. The patient would track their results on the new program and increase as needed, but not beyond the level of comfort. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastro intestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.